Event description:
Pt used vaginal contraceptive film mfg by apothecus pharmaceutical corp for the first time on 2-13-98. On 2-14-98 she had swelling of skin surfaces on lower abd first, then up to rib cage & arms. The skin was pruritic and in places numb to the touch. She recognized this as an allergic reaction and took benadryl 50 mg several times w/relief of symptoms in 2 days. She did not see a physician but called facility on 2/16/98. She did not eat any foods or use any other products that she had not used before. This was her first experience w/a spermicide.